Event description:
It was reported that the ilet sleep/wake button was intermittently unresponsive, with the user estimating nonfunction about two thirds of the time, no vibration feedback on press, and the screen activating only when placed on a charging pad, consistent with a device key or button not working and implicating the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem associated with an unresponsive button, with the failure traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.